Manufacturer narrative:
Philips has started an investigation of this complaint. A philips field service engineer (fse) inspected the system and identified that the system stays at 0:00. The fse through log file analysis, identified most likely cause is software or hardware issue. Fse replaced flex vision pc, hard disk drive, host pc and hard disk parts. After the fse replaced flex vision pc and host pc biplane and hard disk drive and hard drive spare parts, the system returned to use in good working order. The defective part was returned for analysis and no failure confirmed from the parts. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura system did not boot up successfully, it got stuck at 00:00. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Troubleshooting actions showed a problem with the flexvision pc grabber card. The fse replaced the flexvision pc, reinstalled the software and returned the system to use in good working order.